Manufacturer narrative:
Other text: b5: additional information received by smiths on (B)(6) 2021 via email: failure found during routine preventative maintenance testing, no patient was involved. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched screen, no labels removed. The customer stated problem was not duplicated. The downstream sensor passed all functional testing. The downstream sensor was replaced as a preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed downstream occlusion testing. No adverse effects reported.